Manufacturer narrative:
The reported inability to communicate was confirmed in the laboratory and was due to premature battery depletion. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic for follow-up. The device could not be interrogated. Telemetry test was attempted several times, but was not successful. No emi sources were present and programmer was able to interrogate other devices with no issues. Device was explanted. There were no adverse consequences during or after procedure. Previous merlin transmission was reviewed and a rapid drop in battery voltage was noted.